Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The impedances had intermittently spiked from 500 ohms to greater than 3000 ohms as well. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) recommended programming rrt off. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing of the respiratory rate trend (rrt) signal on the right atrial (ra) lead, which resulted in inappropriate atrial tachy response (atr) episodes. The impedances had intermittently spiked from 500 ohms to greater than 3000 ohms as well. The patient's ra lead was a non-boston scientific product. Boston scientific technical services (ts) recommended programming rrt off. This crt-d system remains in service. No adverse patient effects were reported.